Manufacturer narrative:
Investigation summary: a 2000e (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21045806. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045806 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that transparent, white tube at the infusion joint of the bd smartsite¿ needle-free connector was broken. The following information was provided by the initial reporter, translated from (B)(6): "the patient came to the hospital for central venous catheter care on (B)(6) 2022. The nursing staff removed the used infusion connector (replaced in the hospital on (B)(6) 2022) according to standard operations. It was found that the white transparent thin tube at the root of the infusion joint was broken and left at the joint of the central venous catheter. Treatment: nursing staff use sterile needle-holding forceps to take it out, check that there are no other leftovers and that the central venous catheter is not damaged, and then replace the infusion connector according to standard operations."